Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function. The reported clinical observation of high capture threshold was not confirmed based on normal lead measurements.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high capture thresholds and helix extension/retraction difficulty. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high capture thresholds and helix extension/retraction difficulty. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.